Event description:
It was reported that the patient had an infection and the spectra device was explanted in (B)(6) 2013. On (B)(6) 2013 a new spectra device was reimplanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow up report will be sent.